Manufacturer narrative:
Event 1: (B)(4). Visual inspection: received a filter connected to connector; the connector lid was closed. Connector visual inspection: no abnormalities observed. Functional test: catheter tensile strength test: connector sample and unused catheter was used for this test; company specifications: above 11n; test results: 14.4n; the sample met company specifications. Others: connection check: we were able to connect an unused catheter to the connector without resistance and up to the marking point. No abnormalities observed. The product design is being updated to increase the force required to open the catheter connector under change control: (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
Event 1: as reported by the user facility (translation of user facility information by bbm sales organization in (B)(4): catheter detached.